Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced ventricular tachycardia and received an inappropriate electrical shock. The ventricular arrhythmia rate was below the rate cutoff and the shock was delivered due to overcounting. No programming options were recommended. At this time, this s-ICD system remains in use and no other adverse patient events have been reported.